Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads: upn: m365sc2352500; model: sc-2352-50; serial: (B)(6); batch: 7075748.

Event description:
It was reported that patients lead had migrated. The patient underwent a revision procedure wherein one of the leads was replaced. The patient was doing well postoperatively. The explanted lead will not be returned.